Manufacturer narrative:
A ge representative evaluate the system and replaced the hard drive and gpos. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system will not boot and shows a disk failure. No patient injury was reported.